Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the tunneler, and therefore the product labeling will be considered adequate. Investigation summary: one plastic tunneler sleeve was returned for evaluation. A gross visual evaluation was performed on the returned sample. Two electronic photos were also provided. A photo review was performed. The investigation is confirmed for damaged tunneler sleeve, as damage along almost the entirety of the sleeve length was identified by both the photo review and the sample evaluation. During the sample evaluation, the split was observed to be jagged and extend approximately 3.2 cm from the proximal conical end of the tunneler sleeve. The sample was observed to be bloody. There appeared to be a crease extending from the distal end of the split and ending near the distal end of the sleeve. The definitive root cause could not be determined based upon available information.

Event description:
It was reported that during dialysis catheter placement, the plastic sleeve of the tunneler component allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2020).

Event description:
It was reported that during dialysis catheter placement, the plastic sleeve of the tunneler component allegedly broke. There was no reported patient injury.